Event description:
After the ivc filter was placed, the pt bled from ivc filter insertion site for several hours. Pt/ptt and platelets were within normal limits. Repeat cbc, 24 hours later, revealed a decrease in hemoglobin of approximately 1 gram. Pt's hospitalization prolonged by at least 48 hours; pt will be re-evaluated over the next 24 hours and if no signs or symptoms of bleeding, an anticoagulant will be started.